Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815- 2017-07174. Follow-up information revealed the patient never had effective right sided coverage since implant. And reprogramming was attempted prior to surgery.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815- 2017-017174. It was reported the patient's scs system did not provide adequate pain relief on his right side. As such, the patient underwent surgical intervention wherein one lead was explanted and replaced. Effective stimulation was restored postoperative. It is unknown which lead which lead was explanted, therefore all suspected devices are being reported as explanted.